Event description:
It was reported that an angio-seal evolution was selected for use post diagnostic coronary angiogram. The physician was in the training process for angio-seal evolution deployment. The physician was standing on the patient's right side and the device was deployed in the left common femoral arteriotomy. The patient was transferred to the hospital ward and ambulated according to procedure. Three days later, the staff nurse observed a pseudoaneurysm, which was confirmed by an ultrasound and CT scan. A femo-stop was applied to the patient's groin and the pseudoaneurysm was treated effectively. The patient is reported to be stable with no adverse effects seen.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.